Manufacturer narrative:
Device received with all buttons responding properly. No damage or moisture damage on keypad assembly. No unlocked keypad connector. However, corroded electronic assembly noted during visual inspection. Corroded motor assembly noted during visual inspection.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the center button on his insulin pump was not working. The customer¿s blood glucose was 7.6 mmol/l. Customer stated that numbers were not ramping on their own. Customer stated the scroll bar was not moving with no input. Troubleshooting was done for keypad anomaly. Customer stated that on pressing menu button did not took them to the menu screen. Customer reported an alarm was not in progress at the time the button was unresponsive. Customer stated the button was not unresponsive during an easy bolus attempt. Customer was advised to remove battery from insulin pump and replace with a recommended new or fully charged battery. Customer stated the buttons were not responding. Customer was advised to discontinue use of the insulin pump and recommended customer refer to back up plan per healthcare professional's instructions. The insulin pump will not be returned for analysis.